Event description:
It was reported that during an arthroscopy procedure, the surgeon ((B)(6)) was using a dyonics rf hook 30 degree probe. Intra-operative the surgeon reported that the hook located at the distal end of wand had detached within the pt portal. The physician was able to locate and remove the device fragment, however, the event reportedly caused a surgical delay of more than 30 mins. The procedure was completed by using another probe and the joint space was flushed several times prior to closing the pt portal. No pt complications were reported as a result of this event.